Event description:
An alarm issue was reported with the adc device. The low glucose alarm did not sound and customer was unaware of changes in glucose levels. As a result, customer experienced a loss of consciousness resulting in a fall and was unable to self-treat, requiring third-party treatment of oral glucose for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and sensor kits was reviewed. The dhrs showed the libre sensor and sensor kits passed all tests prior to release. The dhrs (device history review) for the libre reader was reviewed. The dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report. Section d4 (serial), d4 (expiration date) was incorrectly documented in the initial report. This correction has been made.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The low glucose alarm did not sound and customer was unaware of changes in glucose levels. As a result, customer experienced a loss of consciousness resulting in a fall and was unable to self-treat, requiring third-party treatment of oral glucose for treatment. There was no report of death or permanent impairment associated with this event.